Manufacturer narrative:
This product was received and tested by technical services and though the intermittent image failure was confirmed, the cause was not fully determined. During evaluation, the smart cable was connected to a verathon test monitor and observed; the customer's complaint was confirmed. No repair for the problem exists so the smart cable was replaced and the returned device was scrapped.

Manufacturer narrative:
This is an initial report and the reported device has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in the final report.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the device had an intermittent image issue. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.